Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identifier (UDI) is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the wireless mouse was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. The mouse was returned for evaluation. Testing found that the mouse would not connect when a known operational antenna was connected to a known operational computer. However, the antenna could communicate with a known operational mouse. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: 9734691, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the wireless mouse would not respond to prompts from the user. When attempting to re-configure the mouse, the navigation system displayed an error message that the antenna was not communicating. The navigation system was rebooted which restored functionality. There was no patient present when this issue was identified.